Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Unable to confirm the customers reported event. A review of the device history record was performed and revealed no anomalies. Product unavailable for analysis

Event description:
During the procedure the basket opened but would not close. This occurred outside of the patient. The physician completed the procedure with another gemini stone retrieval paired wire / helical basket. The patients condition was reported as "fine".